Event description:
It was reported that during an esophagectomy procedure, the device could not be opened outside the situs. No further information is available. No adverse patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the jaws closed. During mechanical testing, the jaws would not open and no functional testing could be performed. The device was disassembled and the wave spring was not seated properly.